Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient that an air detected in cassette warning was encountered during fill 4 of 5 of the peritoneal dialysis treatment. The patient cancelled the treatment and observed evidence of a fluid leak inside the cassette door when removing the cassette. The patient was advised to discontinue use of the cycler and a replacement cycler was arranged. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. The patient was advised to notify the peritoneal dialysis nurse. Follow-up with the patient¿s peritoneal dialysis nurse indicates that the patient did not complete treatment. The patient did not experience any complications as a result of the alleged event. There was no medical intervention. The patient discarded the cycler set.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."